Manufacturer narrative:
D4: lot #: the reported lot number r22105086 does not appear on the database. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system nitroglycerin set leaked from the tubing shaft close to the fluid chamber. This was observed when the second bottle of ivig (intravenous immunoglobulin) was initiated. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d4 (including expiration date update to n/a), d10 (add entry), h4, h6 (update codes), h11. Correction: a1, a2, a3a, a4-a6, b5, b6, b7, f10/h6: health effect - impact codes (replace code). A2, a3a, a4-a6: update to ni. B5: update "there was no patient involvement." To "there was no report of patient injury or medical intervention associated with this event." The leak triggered an air in line alarm on the pump. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing along with priming were performed on the sample; a leak was observed between the assembly of the tubing and drip chamber. Dimensional testing on the tubing was performed and the tubing met specifications. Additional visual inspection identified the insertion of the tube and solvent application were within specifications. The reported condition was verified. The cause of the condition could not be determined; however, potential cause may be due to a damaged drip chamber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.